Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable connector was cracked and several wires were cut. The cause for the damaged connector and cut wires cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting a (B)(6) female pt contacted zoll customer support to report that the pt's device displayed a service code 204. The pt was issued a replacement electrode belt.